Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm rotapro was selected for use. During the procedure, the rotation speed was set at 140,000rpm; however, unstable speed occurred with a range of 120,000 to 180,000rpm. The procedure was completed with another of the same device. No patient complications reported.